Event description:
The customer reported that the heartstart xl had a delay when powered on. There was no pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.